Event description:
The extension tubing in the pack would not connect to the coronary catheter, and upon inspection the inside component was bent.

Manufacturer narrative:
It was reported that the extension tubing in the pack would not connect to the coronary catheter, and upon inspection the inside component was bent. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.